Event description:
Healthcare professional (hcp) reported that when the 1550 device is transported from an elevator the wheels sometimes fall out when it crosses over the gap of the elevator door. Per hcp, no pt or employee injury and no medical intervention was necessary as a result of this event.